Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Part 03.616.048, lot 7946690: release to warehouse date: july 21, 2015. Supplier- (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: the investigation has shown that the tip of the rod holder is broken off. The surface of the tip shown a lot of wear marks which indicates that this instrument was frequently used. The review of the production history revealed that this instrument was manufactured in july 2015 according to specifications. No complaint related anomalies were identified. Therefore no product failure could be detected. We are not able to determine the exact cause of this occurrence and it is likely that too high applied force during the rod introduction caused this damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of a rod holder cracked. The rod cannot be attached properly. This issue occurred preoperatively, before there was patient involvement. There was no prolongation of surgery reported, a substitute rod holder was used for finalizing the procedure. When the device was evaluated by the manufacturer it was noted that the tip of the rod holder is broken off. This is report 1 of 1 for (B)(4).